Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, discharged as a new implant on (B)(6) 2026, came into the emergency department after having low flows, unresponsive events and a system controller exchange. The patient was at home when this occurred. It seemed as if they lost power at some point and that the patient may have been on batteries. The site heard from the family that the patient disconnected their driveline because they were confused on what to do. The patient received cardiopulmonary resuscitation (CPR) after he became unresponsive and continued to have low flow. The patient was intubated on (B)(6) 2026. They had ventricular tachycardia (vt) in the ed along with more low flow alarms. Log files were sent for review. The event log captured several low voltage hazard/no external power events while using the mobile power unit (mpu) on (B)(6) 2026 at 07:57 through 09:20 then noted ¿connect driveline¿ events on (B)(6) 2026 at 09:30 through 09:37 while still connected to the mpu and the ventricular assist device (vad) showed off. Per the site, the vad showing "off" was due to the driveline disconnect. The mpu had a v-lock connector on the ac power cord. There were no environmental circumstances known that would have affected ac power at the time of the event. The log files also showed that intermittent low flow events started to occur on (B)(6) 2026 at 09:37 with flow noted as low as 1.4 lpm. Pulsatility index (pi) values during this time were on the low side around 3 and non-variable. It looked like the flow recovered back into the 4 lpm range in the last couple lines of data. The patient was determined to be brain dead on 05mar2026 and care was withdrawn. The death was not considered to be device related and the device operated as expected.